Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. It was noted that the patient had not had stimulation for ¿quite some time.¿ it was further noted that the ins felt like it changed positions from when it was implanted. It was noted that the patient last felt stimulation about 2 weeks prior to the report. It was unknown the last time patient successfully recharged the ins. It was noted that fluoroscopy was performed and it was determined that the ins had not flipped. It was noted that a physician mode recharge (pmr) was performed and they were able to get the normal recharge screen after 60 minutes. It was further noted that the patient was coming in to clear the power on restart (por). Additional information received reported that the patient was having problems with the recharger. It was noted that the patient tried a different jack plug in the wall and the recharger did not work. It was noted that the ¿problem was with the actual recharger along with the antenna.¿ it was further noted that a different recharger and ¿it wouldn¿t work in there¿ it was noted that the desktop charger worked fine and the green light was lit. It was further noted that another recharger was used and it ¿worked fine with the desktop charger.¿ it was noted that the recharger was not connecting and kept giving off and on a por. It was noted that the patient attempted to recharge on (B)(6) 2014 and the patient thought he was recharging, but when the device was interrogated by the manufacturing representative, it was determined that the battery was completely depleted inside the patient. It was noted that the patient was in a por. It was noted that the patient would recharge and reset on the day of the report, but they were unable toperform a reset because the recharger wasn¿t holding any battery life. It was noted that the recharger ¿once flashed a por, couple times, another time the recharger screen wouldn¿t even show.¿ it was noted that it was intermittent and the recharger wouldn¿t do anything at all because it was completely depleted of power at the time of the report. It was noted that the recharger was not making a connection with the desktop charger and didn¿t have any energy in it at all. It was noted that this was a connector pin issue. It was noted that the recharger was not charging.

Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).